Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015.device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: review of the black box data did not reveal any evidence of loss of prime or load step malfunction. On investigation, the pump was exercised for 24 hours without loss of prime or other prime issue. Investigation did not duplicate the complaint. The pump was found to be performing within the required specifications without malfunction.